Manufacturer narrative:
Field service engineer evaluated the system finding the metal elbow that connects the therapy head to the pressure sensor was broken. Cleaned out pressure sensor tubing and replaced elbow. System tested and is fully operational.

Event description:
Lithotron lithotripter quit working during a case. Tech support called. System will not fill the therapy head; too much pressure